Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-06502. It was reported that the patient presented with an infection. It was noted that the pacemaker had migrated outside of the patient. The device was extracted and replaced. The right atrial, right ventricular and left ventricular leads remained implanted and active. The patient was in stable condition.